Manufacturer narrative:
(B)(4). An investigation is in process. A follow-up report will be submitted when the investigation is complete.

Event description:
The customer states that the cell-dyn ruby analyzer misread a barcode on one patient sample and designated the previous sample's name and demographics to the current sample. The operator noticed the error and rescanned the current sample's barcode, which generated the correct name and demographics. The customer was using an external barcode reader. When reviewing the two sets of results generated for the current sample, all parameters matched. Also, the correct name and demographics appeared on the report generated by the laboratory's information system. No incorrect results were reported from the lab. There is no impact to patient management reported.

Manufacturer narrative:
(B)(4). Through data gathered from the customer's cell-dyn ruby analyzer via the abbottlink system, it was determined that three factors lead to the mismatch of patient demographics to specimen identification: highlighting entered specimen ID; deleting or backspacing to remove the highlighted specimen ID; and, second specimen ID has no match in the pending orders log. It has been determined that the mismatched ID is caused by leftover data from a previous specimen ID that was not removed due to he factors previously mentioned. This occurs when the operator edits a existing work order specimen ID by highlighting the ID and removing it with the <del> or <backspace> keys prior to entering the new ID. The previously populated patient demographics remain and are associated with the newly entered specimen ID. The cell-dyn ruby system operator's manual, 0h56-014, rev. D, provides the task of entering specimen ID in the next open tube entry (note) region. The manual provides the steps which asks the operator to verify the specimen ID and the associated demographics. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The software specifications documented did not specify the exact software behavior seen in the complaint text; however, the expected behavior of the software is to clear all other demographic/support fields in the next open tube entry (detailed) when there is no match found in the pending order log for specimen ID entered. The software only fails to clear the demographics in a specific sequence of events and conditions. The results of the current investigation identified a product malfunction.